Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get assistance in contacting the manufacturing representative (rep) for reprogramming. Pt reported their neuropathy and spinal pain got worse over a week ago. Pt went to hcp yesterday. Hcp instructed pt to contact the rep for reprogramming. Communication was sent to the field. A manufacturer representative contacted the patient who reported that he is getting the stimulator removed soon. The manufacturer representative asked if the patient would like to get reprogrammed this week; however, the patient indicated that he did not want to be reprogrammed.